Event description:
The family member of the end user called to report that during a transfer with the lift it will not hold. Reportedly, the end user fell while still in the sling and states sometimes it works, sometimes it does not. It was reported medical intervention was provided. No further detail on the sequence of events was reported at the time of this filing. Any further information received will be provided in a follow up report.